Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation in a fistuloplasty procedure. During the procedure, the balloon ruptured at rated pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured upon second inflation at 10 atmospheres for one minute.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation in a fistuloplasty procedure. During the procedure, the balloon ruptured at rated pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.